Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.